Event description:
Plaintiff alleges being diagnosed as suffering from type-1 latex allergy after repeated exposure to latex gloves. Plaintiff suffers from allergic rhinitis, hives, shortness of breath, wheezing, itchy and watery eyes, swelling of the lips and tongue, pulmonary asthma, anaphylaxis and urticria. Plaintiff alleges loss of consortium of spouse.